Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported noting a balloon in the pumping segment. There was no patient harm.

Manufacturer narrative:
The customer¿s complaint of a balloon in the pump segment was confirmed per a picture received from the customer. It was observed in the photo that the silicone segment tubing had a ballooned bulge near the upper fitment. The root cause of this failure was not identified.

Event description:
The customer reported noting a balloon in the pumping segment. There was no patient harm.